Manufacturer narrative:
The device has not yet been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a fess procedure, a tri-cut blade on the debrider broke inside the patient's nose. The blade was removed, including the broken part. A new blade was used to complete the procedure.